Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient¿s name was not crossing over from the epic to the pyxis station. A technical support specialist found that the patient had been discharged from the previous hospital but was currently admitted to another facility. The tss advised the customer to readmit the patient and coordinate with the active directory team to complete the readmission process. The system functioned as intended after the technical support specialist assisted the customer in resolving the issues.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient¿s name was not crossing over from the epic to the pyxis station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.